Event description:
While using the tissue removal device (myosure) for less than 5 minutes, it suddenly stopped working; changed the pedal, unplugged and plugged the device back in but still didn't work. Notified the service coordinator and sent the device to spd after the case.